Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, abnormal additive(white particles) was observed in 4 tubes. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, abnormal additive(white particles) was observed in 4 tubes. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 27-jan-2025. Investigation summary: a photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed. The additive deposit visually stands out as it does not appear like the typical dot pattern for this catalog number. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Customer returned samples after the investigation was confirmed based on the photo provided; at this time, further investigation is not required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.